Event description:
It was reported that a medial mal fracture occurred during ankle replacement. The fracture was fixed intra-operatively which prolonged the case by 10-15 minutes.

Manufacturer narrative:
Corrected field: reporting contact (g1). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that a medial mal fracture occurred during ankle replacement. The fracture was fixed intra-operatively which prolonged the case by 10-15 minutes.